Manufacturer narrative:
A review of the device history record of the product code/lot number combination was conducted with no findings. The actual device was not available; therefore, the actual device will not be returned for evaluation. Since the sample was not available for evaluation, the complaint cannot be confirmed. The exact root cause cannot be determined. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea)/hazard based risk table (hbrt).

Event description:
The user facility reported that after the angio-seal locator/insertion sheath assembly was inserted into the artery, the locator was removed. When the angio-seal device was attempted to be inserted, the bypass tube was found to be detached when the device was completely taken out from the poly-foil pouch. The device was not used, and manual compression was applied to achieve hemostasis. Subsequently, hemostasis was successfully achieved by manual compression only. There was no blood loss. The procedure before deploying the device is unknown. A pre-deployment angiogram was performed. The size of the sheath ancillary used is unknown. The puncture site was proximal to the inguinal ligament of the right common femoral artery. The vessel diameter was 6 mm. There were no other devices or equipment used with the reported product.